Event description:
It was reported via phone call that the customer' insulin pump has a partial display. No significant event leading up to the event were mentioned. It was reported that the customer is not wearing the insulin pump and has reverted to manual injections. Troubleshooting occurred. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segment due to cracked zebra connector at the lcd board. Unable to perform operating current test or verify low battery due to missing segment. The insulin pump has minor scratched lcd window.